Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not open when using the heart string. There was no problem using a different heart string. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. B5 correction: the event description has been updated. H6 correction: device codes changed to failure to unfold or unwrap. Internal complaint number: (B)(4). The lot # 25150341 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not open when using the heart string. The seal was deployed in the aorta, but the bleeding did not stop. The amount of bleeding was not clear, but it was small. A replacement device was used to complete the procedure. The hospital did not report any patient effects.